Event description:
The pt contacted lifescan (lfs) in 2005 and alleged that her one touch ultra meter was not powering on. Medical affairs specialist (mas) called and left a message 3 days later to verify and obtain further information. A letter will be sent as a second attempt to reach her. At the time of troubleshooting with the customer service agent, it was verified by the pt that this was not a new product and that she was using the correct test strips. She was asked to press the power button, but the meter would not turn on. The battery was checked and it was correctly installed. The pt replaced the battery, but the power issue persisted. The condition of the battery contact was also good. At the end of the call, the pt had mentioned that she had called her doctor because she felt her blood glucose was high and was advised to go to the emergency room. However, the patient called lfs first before going to the emergency room. Mas was attempting to contact the patient regarding the emergency room visit (blood glucose results, and treatment if given). The power issue was not resolved with troubleshooting. A replacement meter was sent to the patient.